Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pt stated their controller was not working right. Pt said "it" kept going out on them, and was later clarified the pt was saying the stimulation kept going out on them so they would not feel any stimulation. Pt said the other day the controller showed the ins was on "90", but pt couldn't feel stim. Pt left the controller alone and checked a day or two later, but the ins was still "90". Pt said they would reset the controller a couple times when they couldn't feel stim, and then stim would work for a few days, but then they'd have to reset controller again when they couldn't feel stim anymore. Pt initially said event date was "for weeks" and later said they met with a manufacturer representative (rep) about a month ago at healthcare provider (hcp) appointment about the issue. Pt could not remember if the rep checked their ins at that appointment. The pt was asked if they noticed any pattern of not feeling stim, but pt said it just happened randomly. Pt checked controller battery compartment, but did not see any damage. Pt unlocked controller, and reported controller battery 100, ins 70. Pt went to the home screen and reported they were on group b with stim on. The pt was asked and said stim would still show as "on" (green light around the group b) when they couldn't feel stim. Pt said they spoke with their rep again today, who said to call for replacement as the issue kept happening and pt had to keep resetting controller. The issue was not resolved. An email was sent to the repair department to replace the controller. It was reviewed that the replacement controller may not resolve issue and redirected to hcp/rep should the issue continue. Additional information was received. It was reported that the patient received the recharger (rtm) but she is still having issue with the controller going off when they are charging the ins, they have to remove the battery pack and put it back in the controller several times. Patient stated the controller shows ins 80%, controller 100% charged. Patient stated she is not feeling stimulation and that's when she knows the therapy is not working. Reviewed the two different issues. The pt was asked if they had fall or trauma and patient said she falls all the time. Patient started charging the ins and got excellent and then poor and patient said she has a lot of scar tissue. Patient stated they increased the setting to 12.5v and she is not feeling stimulation. The pt was asked to inspect the rtm for damage and if the rtm gets hot. Patient stated the rtm gets very hot and there is no visible damage to the rtm. An email was sent to the repair department for rtm replacement. It was recommend that the patient consult with her hcp office regarding not getting relief or feeling the stimulation. Additional information was received from a manufacturer representative (rep). It was reported that they were not made aware of the issues regarding stimulation turning off. The rep met with this patient several months ago to reprogram her stimulation, after which she seemed pleased with her relief. This patient calls the rep constantly in regards to her controller not showing what she feels like is the proper battery percentage, and the rep believes she even told them that she gets a software issue error message that states ¿please call medtronic.¿ the rep had her remove the battery and replace it multiple times, but she continues to self report issues with the controller. The rep noted that the recharger is fine, and that nobody ever said that she couldn¿t charge or get an excellent connection.

Manufacturer narrative:
Event date: date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: 97755, serial#: (B)(6), product type: recharger, product ID: 97745, serial#: (B)(6), product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back, to provide answers to the letter they received. Pt noted, they met with a physician assistant (pa) and the reps a couple times. And was told to turn the stimulation up. Steps taken to resolve the issue was, that pt met with pa weeks ago and has a battery pack that doesn't have to be charged (non-rechargeable ins), but they haven't heard back from pa or hcp. Pt noted, they weighed approximately 180 pounds. For cause of controller not working, pt didn't have answer and don't know why. Just would constantly turn off. Stay charged for a day or two, then have recharge. Overall, the issue was not resolved. And the steps taken to resolve the issue is discussing the non-rechargeable implant with their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had an issue going on for months and they kept calling medtronic about the problem, medtronic would send equipment but they were still not getting juice to the ins. The pt said their controller won't quit quitting, the pt charges their ins every 2 or 3 days and the last time they charge the ins it was 2 days ago but the implant and controller battery were at 100%. The pt noted the controller was not working and they were not feeling what so ever on their back for they were not getting pain relief. During the call, the pt verified the stimulation was off so the pt turned it on and increased intensity to 9 but did not feel relief. Patient services (pss) redirected the pt to their healthcare provider (hcp), the pt noted they had met with two manufacturer representatives (rep) for reprogramming and the pt was on so much pain medicine and they hate taking pills for it got their body so messed up. The pt told the reps about possibly replacing the ins and that did not sit well.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient product ID 97755 serial# (B)(6): product type recharger product ID 97745 serial# (B)(6): product type programmer, patient h3: analysis of the recharger (serial# (B)(6) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pt stated their controller was not working right. Pt said "it" kept going out on them, and was later clarified the pt was saying the stimulation kept going out on them so they would not feel any stimulation. Pt said the other day the controller showed the ins was on "90", but pt couldn't feel stim. Pt left the controller alone and checked a day or two later, but the ins was still "90". Pt said they would reset the controller a couple times when they couldn't feel stim, and then stim would work for a few days, but then they'd have to reset controller again when they couldn't feel stim anymore. Pt initially said event date was "for weeks" and later said they met with a manufacturer representative (rep) about a month ago at healthcare provider (hcp) appointment about the issue. Pt could not remember if the rep checked their ins at that appointment. The pt was asked if they noticed any pattern of not feeling stim, but pt said it just happened randomly. Pt checked controller battery compartment, but did not see any damage. Pt unlocked controller, and reported controller battery 100, ins 70. Pt went to the home screen and reported they were on group b with stim on. The pt was asked and said stim would still show as "on" (green light around the group b) when they couldn't feel stim. Pt said they spoke with their rep again today, who said to call for replacement as the issue kept happening and pt had to keep resetting controller. The issue was not resolved. An email was sent to the repair department to replace the controller. It was reviewed that the replacement controller may not resolve issue and redirected to hcp/rep should the issue continue. Additional information was received. It was reported that the patient received the controller but she is still having issue with the controller going off when they are charging the ins, they have to remove the battery pack and put it back in the controller several times. Patient stated the controller shows ins 80%, controller 100% charged. Patient stated she is not feeling stimulation and that's when she knows the therapy is not working. Reviewed the two different issues. The pt was asked if they had fall or trauma and patient said she falls all the time. Patient started charging the ins and got excellent and then poor and patient said she has a lot of scar tissue. Patient stated they increased the setting to 12.5v and she is not feeling stimulation. The pt was asked to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated the rtm gets very hot and there is no visible damage to the rtm. An email was sent to the repair department for rtm replacement. It was recommend that the patient consult with her hcp office regarding not getting relief or feeling the stimulation. Additional information was received from a manufacturer representative (rep). It was reported that they were not made aware of the issues regarding stimulation turning off. The rep met with this patient several months ago to reprogram her stimulation, after which she seemed pleased with her relief. This patient calls the rep constantly in regards to her controller not showing what she feels like is the proper battery percentage, and the rep believes she even told them that she gets a software issue error message that states ¿please call medtronic.¿ the rep had her remove the battery and replace it multiple times, but she continues to self report issues with the controller. The rep noted that the recharger is fine, and that nobody ever said that she couldn¿t ch arge or get an excellent connection. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had an issue going on for months and they kept calling medtronic about the problem, medtronic would send equipment but they were still not getting juice to the ins. The pt said their controller won't quit quitting, the pt charges their ins every 2 or 3 days and the last time they charge the ins it was 2 days ago but the implant and controller battery were at 100%. The pt noted the controller was not working and they were not feeling what so ever on their back for they were not getting pain relief. During the call, the pt verified the stimulation was off so the pt turned it on and increased intensity to 9 but did not feel relief. Patient services (pss) redirected the pt to their healthcare provider (hcp), the pt noted they had met with two manufacturer representatives (rep) for reprogramming and the pt was on so much pain medicine and they hate taking pills for it got their body so messed up. The pt told the reps about possibly replacing the ins and that did not sit well. Pt called back to provide answers to the letter they received. Pt noted they met with a physician assistant (pa) and the reps a couple times and was told to turn the stimulation up. Steps taken to resolve the issue was that pt met with pa weeks ago and has a battery pack that doesn't have to be charged (non-rechargeable ins), but they haven't heard back from pa or hcp. Pt noted they weighed approximately 180 pounds. For cause of controller not working, pt didn't have answer and don't know why, just would constantly turn off. Stay charged for a day or two then have recharge. Overall, the issue was not resolved and the steps taken to resolve the issue is discussing the non-rechargeable implant with their hcp.